Event description:
Additional information received stating incident did not occur while in use with a patient.

Manufacturer narrative:
One infusion pump has been returned for evaluation. Visual inspection of the device found it to have damaged lens, and a bubbled dso seal. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems were identified during this DHR review. Device underwent power up, and motor functional testing. The reported customer complaint was confirmed as a result of a sticky substance noted on the inside of the unit; noted on gears providing the motor drag and higher current. The problem source however has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 was showing an error code 45630. No adverse patient effects were reported.